Event description:
Per the clinic, the patient experienced an extrusion of the electrode array into the ear canal, with several contact electrodes having migrated out of the cochlea, resulting in device non-use. The implanted device remains.